Manufacturer narrative:
The technician found the side rail is stuck due to a bent slide bracket. The most likely cause of a bent slide bracket is the side rail was ran into something when the bed was being moved or transported. The technician replaced the left head side rail slide bracket to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail is stuck in the down position and cannot raise to latch. The bed is located in the maintenance department at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system #(B)(4).